Manufacturer narrative:
Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed upstream occlusion. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the downstream occlusion sensor was peeled and the upstream occlusion seal was worn. Review of the event history log showed occurrences of upstream occlusion alarms. Functional testing was unable to duplicate the reported issue. The investigation determined that the most probable cause of the reported issue was an intermittent upstream occlusion sensor. The upstream occlusion sensor was replaced to correct the issue. Service history review identified the complaint was not related to a previous service of the device within the review period.